Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the intraocular lens was not returned therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The documentation shows that the production order was manufactured according to specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search revealed that no other complaints for this order number were received to date. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had an unacceptable residual refraction and could not see well following implant of the intraocular lens. Recent information was provided noting that the lens was explanted. The lens was replaced with the same type lens, a larger diopter (24.0). No further information was provided.